Event description:
It was reported that both leads migrated. It was noted that the left lead also had a high impedance. Surgical intervention was undertaken on (B)(6) 2024 wherein the left lead was explanted, replaced and the right lead was repositioned slightly forward and straightened. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.